Manufacturer narrative:
Not avail.

Event description:
This spontaneous report ((B)(6)), from the united states of america was reported by a consumer (age and gender unspecified). Who experienced skin peeled off and noticed, a permanent mark. And alleged, that it treated a couple of them, but not all after using the hero mighty patch original. On an unspecified date, the consumer initiated hero mighty patch original and used it overnight. Topically for a lot of pimples on multiple spots. After taking off the patch, it peeled the consumer's skin off and left a permanent mark. Later, the consumer complained, that it treated a couple of them, but not all. No additional information was available. The action taken with hero mighty patch original was not applicable. The outcome of the events permanent mark and peeling off was unknown. The outcome of the event treated a couple of them, but not all was not applicable.